Event description:
It was reported that patient underwent a total right hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2015 due to loosening of the acetabular cup and femoral stem. The femoral stem, modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number 4 states ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 00838 / 00839).